Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to updated b5.

Event description:
Edwards received notification that balloon rupture occurred during use of an intraclude device model intra-aortic occlusion catheter. As reported, indication for surgery was mitral regurgitation. The rupture occurred when the left atrium was open, in the middle of the operation. The intra-aortic occlusion catheter balloon pressure was in the normal area. They typically maintain 310 mmhg and do not add extra volume. In this case, they make 270+40ml volume and gave no extra volume later. There were no calcium in the preoperative examination of the aorta. Patient´s aorta size was 27mm. The team switched to chitwood clamp and end the operation. Patient was reported to be fine.

Manufacturer narrative:
Per the engineering evaluation, a supplier manufacturing defect was confirmed. A design, IFU, and labeling defect was not confirmed. The root cause investigation is on-going and will be documented within the edwards quality system.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured, and the procedure may need to convert to an open procedure. The customer report of balloon rupture was confirmed through image evaluation. In the two photos provided, balloon appeared ruptured. Edges of the rupture side appeared to match up. Engineering task has been opened and assigned for further investigation. The device history record (DHR) was not able to be reviewed as the device lot number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that balloon rupture occurred during use of an intra-aortic occlusion catheter. As reported, indication for surgery was mitral regurgitation. The rupture occurred when the left atrium was open. The occlusion catheter balloon pressure was in the normal area. They typically maintain 310 mmhg and do not add extra volume. There were no calcium in the preoperative examination of the aorta. Patient´s aorta size was 27mm. The team switched to chitwood clamp and end the operation. Patient was fine.